Manufacturer narrative:
Investigation summary: an internal complaint ((B)(4)) was received indicating that a deroyal neonatal skin temperature probe was in use when an infant in an infant radiant warmer became hypothermic. The infant's temperature was reported to be at 91 degrees fahrenheit. The end user reported the probe failed to detect that the infant's temperature dropped, and therefore, the warming device did not alarm. The customer discarded the device that was in use at the time of the event. It was reported that probes from the same case were removed from the hospital's inventory and returned to the distributor. Deroyal will make contact with the distributor to determine if this product is available for return. Neonatal skin temperature probes are intended to be used with an infant radiant warmer. Deroyal is attempting to determine what radiant warming device was in use during the event as well as how the end user adhered the probe to the patient's skin. The investigation is ongoing at this time. This report will be updated when the investigation is complete.

Event description:
A neonatal skin temperature probe did not notify the infant warmer that the core body temperature of the baby had dropped. Due to this, the alarm on the infant warmer did not sound and the infant's temperature dropped to 91 degrees fahrenheit.

Manufacturer narrative:
Root cause: the root cause was determined to be a use error. The end user confirmed in correspondence that the hospital did not follow internal protocols regarding placement of the temperature probe. Placement of the probe can affect the accuracy of the temperature readings. Corrective action: a corrective action has not been taken. Investigation summary an internal complaint (B)(4) was received indicating that a deroyal neonatal skin temperature probe was in use when an infant in an infant radiant warmer became hypothermic. The infant's temperature was reported to be at 91 degrees fahrenheit. The end user reported the probe failed to detect that the infant's temperature dropped, and therefore, the warming device did not alarm. In follow-up correspondence with the reporting customer, deroyal requested additional information about how the temperature probe was being used when the reported event occurred. The customer stated a gold heart neoguard probe cover was used to affix the deroyal probe to the patient's skin. Additionally, the customer stated, "(the probe) may not have been in proper placement due to line placement." The customer discarded the device that was in use at the time of the event. It was reported that probes from the same case were removed from the hospital's inventory and returned to the distributor. A box of 50 units of the reported lot number were was received and functional testing was conducted. No functional issues were identified; all units operated within specification. The device history record for the reported lot number was reviewed for discrepancies that may have contributed to the reported event. None were identified. Additionally, the sub-assembly work order assigned to the finished good work order was reviewed, and no issues related to the functionality of the wire set were reported during manufacturing. The last two years of action point logs and internal complaints were reviewed, and no similar issues were reported during this time. Preventive action: a preventive action has not been taken at this time. The investigation is complete at this time. This report will be updated when the investigation is complete.

Event description:
A neonatal skin temperature probe did not notify the infant warmer that the core body temperature of the baby had dropped. Due to this, the alarm on the infant warmer did not sound and the infant's temperature dropped to 91 degrees fahrenheit.